Manufacturer narrative:
The investigation has determined that higher than expected vitros ck-mb quality control fluid results were obtained from a vitros cliniqa liquid cardiac marker (lcm) qc fluid using vitros immunodiagnostic products ck-mb reagent lot 2740 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. Within laboratory imprecision was observed with the historical quality control results indicating an issue with the vitros 5600 integrated system. In addition, multiple analyzer condition codes were posted on the instrument around the time of the event. An ortho field engineer (fe) completed service actions on the vitros 5600 system that included cleaning the wash heads, checking the aspirate tips, replacing both aspirate filters, replacing the signal reagent (sr) tips and the straws in the sr reagent pack. The ortho fe then inspected the sr pumps for leaks, replaced the sr pack, replaced the reagent metering proboscis, and verified all the microwell incubator adjustments. Qc fluid results obtained after completed service actions indicate that the performance of the vitros 5600 integrated system has been returned to expectations.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros ck-mb quality control (qc) results obtained from vitros cliniqa liquid cardiac markers (lcm) using vitros immunodiagnostic products ck-mb reagent on a vitros 5600 integrated system. Cliniqa lcm lot 19070011 results of 4.911, 4.756, 4.913, 5.005, 4.973 and 5.009 ng/ml vs an expected result of 3.010 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ck-mb qc results were not reported from the laboratory. No patient sample results were questioned. However, the investigation cannot confirm that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).